Event description:
It was reported that the ablator functioned with low power upon activation. It was also reported that blue particles were noticed in the joint and the distal end had deformed. The customer stated that not all the particles were removed from the pt, however, no further adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment. This is the first of two events reported by the same surgeon.

Manufacturer narrative:
Device evaluation revealed the blue coating was coming off and gouges were present on the coating. The unit was function tested for power and the low power condition was not confirmed. Review of the device history record revealed nothing relevant to this event. The condition observed is typically caused from mechanical damage to the device during use (such as hitting the device with another device). This event was attributed to misuse.